Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently on (B)(6), 2015 the patient underwent abutment to magnet revision surgery. The implanted device remains.